Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1013182, medical device expiration date: 2022-05-31, device manufacture date: 2019-07-10, medical device lot #: 1013190, medical device expiration date: 2022-05-31, device manufacture date: 2019-08-24. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7-day ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: a purchase was made in which the product is leaking even after tests and training conducted with the product.

Manufacturer narrative:
H.6. Investigation: no samples were received for investigation of complaint in which the customer has indicated that they have experienced leakage from the smartsite. Further details relating to the nature of the reported leakages, the clinical set up and the sequence of events prior to the leakage occurring were not provided to assist the investigation. However the root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the reported leakage. A review of the production records for lot numbers 1013182 and 1013190 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature.

Event description:
It was reported that 7-day ll vlv adpt(stand alone) leaked. The following information was provided by the initial reporter: a purchase was made in which the product is leaking even after tests and training conducted with the product.